Event description:
The email received for the (B)(4) study indicated that twenty-four hours post index procedure, the patient experienced a myocardial infarction. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. Medical history includes smoking and hypertension. The target lesion location was the ostium of the left internal carotid artery (l6). The vessel was described as moderately calcified and mildly tortuous. The rate of stenosis was 80%. An angioguard (501814rmc/ lot 71011490) embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise (pc0840rxc/ lot 15544679) stent was successfully deployed in the lesion. There was a final residual stenosis of 30%. The angioguard was safely removed and there was no debris found in the filter basket after inspection. The procedure was successfully completed. The patient was discharged two days later with aspirin and clopidogrel prescribed. Following the procedure, the patient had st segment depression noticed on the monitor. On a third of the ekgs the patient had st segment depression in the pre-cordial leads that resolved and also had a rise in troponin. The patient had no symptoms. The day after the index procedure, the patient suffered an adverse event. The event was deemed as myocardial ischemia more than an infarction by the cardiologist.

Manufacturer narrative:
The email received for the (B)(4) study indicated that twenty-four hours post index procedure the patient experienced a myocardial infarction. The patient is an (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. Medical history includes smoking and hypertension. The target lesion location was the ostium of the left internal carotid artery (l6). The vessel was described as moderately calcified and mildly tortuous. The rate of stenosis was 80%. An angioguard embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the lesion. There was a final residual stenosis if 30%. The angioguard was safely removed and there was no debris found in the filter basket after inspection. The procedure was successfully completed. The patient was discharged two days later with aspirin and clopidogrel prescribed. Following the procedure the patient had st segment depression noticed on the monitor. On a third of the ekgs the patient had st segment depression in the pre-cordial leads that resolved and also had a rise in troponin. The patient had no symptoms. The day after the index procedure the patient suffered an adverse event. The event was deemed as myocardial ischemia more than an infraction by the cardiologist. The physician believes the event was related to the stress of the index procedure itself. There was no recurrent ischemic pain and it was associated to ECG's. The patient has no previous history of cardiac intervention. No history of cardiac artery disease. The event was evaluated and determined to be related to the index procedure but unrelated to the cordis product. No treatment, only close observation and discharged two days post procedure with daily aspirin and recommendation for low dose beta blocker and low dose statin the product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as s such. The act of angioplasty/stent implantation inherently produces stress on the patient. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The physician believes the event was related to the stress of the index procedure itself. There was no recurrent ischemic pain and it was associated to ecgs. The patient has no previous history of cardiac intervention. No history of cardiac artery disease. The event was evaluated and determined to be related to the index procedure but unrelated to the cordis product. No treatment, only close observation and discharged two days post procedure with daily aspirin and recommendation for low dose beta blocker and low dose statin. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.